Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the chuck seized and heavy moving on the chuck with key device. It was further determined that the device had a worn chuck. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: upon further investigation, it was determined that MFR# 8030965-2015-11979 is a duplicate of MFR# 8030965-2015-12276. Please reference MFR# 8030965-2015-12276 for all information. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.